Manufacturer narrative:
E1: initial reporter addr 1: department of pathology, (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, black foreign matter was present on the needle tip. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using the bd preset¿ arterial blood collection syringe, black foreign matter was present on the needle tip. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which shows black foreign matter located at the tip of the cannula. Additionally, ten retained samples were visually inspected, and no foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.